Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Analysis of the subject device revealed that the proximal contact was not attached to the delivery wire. The coil was examined and no anomalies were noted. Epoxy residue was visible inside the delivery wire hypotube; indicating that the proximal contact had been attached to the delivery wire in manufacturing. The proximal contact is not a contiguous part that forms the pusher wire, but a subcomponent located at the proximal end of the pusher wire. The proximal contact remains outside of the patient at all times during the procedure. Therefore based on this information the manufacturer has determined that this event does not meet the equivalent of a reportable event.

Event description:
It was reported that during insertion of the coil into the microcatheter, approximately one inch at the proximal end of the pusher wire broke. The same issue occurred with a second device. There was not clinical consequence to the patient.

Event description:
It was reported that during insertion of the coil into the microcatheter, approximately one inch at the proximal end of the pusher wire broke. The same issue occurred with a second device. There was not clinical consequence to the patient.